Event description:
It was reported that the customer saw that there was fluid in the reservoir compartment. The customer stated that the link was around the bottom of the reservoir. The customer further stated that the o-ring inside the lip of the reservoir compartment was missing. The customer confirmed that there were no cracks in the insulin pump. Upon performing the self test, the insulin pump alarmed motor error. Troubleshooting was done. The customer was unable to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.